Event description:
The patient said it was very difficult to get the up arrow key to activate desired pump functions. She says it has began giving a delayed response about a week ago. The patient continues to use the pump and denies any damage. The patient uses alcohol to clean the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation revealed that the up and down arrow keys require excessive force to activate desired pump functions. All other keys are responsive and have normal springback. Contamination was found under keypad button contacts. Unrelated to the complaint the battery compartment threads were found to be stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.